Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, pain, and patient's concern of the product.

Event description:
Patient reported a left side "capsular contracture, baker grade unknown," "pain that comes and goes," "strange symptoms and tenderness round the implants, and patient "live[s] in fear day and night after this recall." Patient additionally reported "lupus," and "fatigue" which are not device related. The device remains implanted.